Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, "fibroadenoma was subjected to high-speed punch biopsies under sonographic control", patient concern with the device, and "lateral deviation", "displacement of the implant".

Event description:
Physician reports rupture and capsular contracture grade iii of device. Additional report of "fibroadenoma was subjected to high-speed punch biopsies under sonographic control", patient concern with the device, and "lateral deviation", "displacement of the implant". This relates to the right device. Device remains implanted.